Event description:
It was reported that the pump battery was depleting quickly. Subsequently, the pump shutdown. Resulting in the customer experiencing an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.